Manufacturer narrative:
Insulin pump received with cracked end cap. Insulin pump was unable to perform basic occlusion, occlusion and prime test due to cracked end cap. Insulin pump was unable to verify prime alarm due to cracked end cap. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error during an infusion set and reservoir change attempt. The blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.